Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged filter limb detachment and perforation of the ivc wall as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Possible complications include but are not limited to the following: perforation of other acute or chronic damage of the ivc wall.

Event description:
It was reported that approximately 12 years post vena cava filter deployment, a CT scan revealed a detached limb located in the lungs. Additionally, filter limbs were seen extending beyond the confine of the ivc wall. There are no plans to remove the filter and detached limb at this time. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eleven years six months of post-deployment, an x-ray abdomen 2 views demonstrated the presence of inferior vena cava filter at the level of l2/l3. Around, four months and twenty-one days later, a computed tomography (CT) abdomen without intravenous contrast showed that there was an inferior vena cava filter with an inner cage and an outer cage and its apex below the level of the renal veins. There were 5 tines from the outer cage visible, each penetrated the inferior vena cava wall. There were 6 tines from the inner cage visible, which either abutted or penetrated the inferior vena cava wall. There was calcification around the left-most inner tine, at 3:00 on the axial images. The left posterior inner tine, at 4:00 on the axial images, was encrusted within the substance of an osteophyte on the l3 vertebrae. The most posterior outer tine, at 5:00 on the axial images, abutted and was incorporated into the cortex of the l3 vertebrae. Eventually, three months and sixteen days later, the filter was fractured with a filter strut embolized in a right lower lobe pulmonary artery branch. On the same day, an attempt was made to retrieve the filter. Multiple spot images of the filter were performed. There was no clot in the filter. Real-time ultrasound guidance was used to puncture the right internal jugular vein and a 5-french catheter was placed in the inferior vena cava. Rotational cavography was then performed. The filter was then removed using a filter retrieval cone. It was removed successfully. It was inspected and found to be removed in its entirety, except for the single fractured leg. The sheath was then removed and hemostasis was gained by manual compression. Then, using real-time ultrasound guidance, the right common femoral vein was punctured and an 8-french vascular sheath was inserted. Using an apc catheter, the right pulmonary artery was selected and a pulmonary arteriogram was performed. The broken leg was successfully retrieved using a 5 mm snare. Completion arteriography was performed. The sheath was removed and hemostasis was gained by metal compression. Subsequently, two days later, the surgical pathology report stated that the lab received a medical device, consistent with an inferior vena cava filter, for gross examination only. The sample contained a fragment of fibromuscular tissue, blood, and debris. The gross description was as follows: ¿specimen 1 was designated ¿inferior vena cava filter¿ and consisted of an inferior vena cava filter that comprised of 2 parts. The main part had a 0.5 cm long x 0.2 cm in diameter base. Attached to the base were 6 legs. Four legs had a hooked end, that measured 3.7 cm long by less than 0.1 cm in diameter. The remaining 2 legs had pointed ends, that measured 3.6 cm long by less than 0.1 cm in diameter. Also, attached to the base were 5 arms and all measured 2.5 cm long by less than 0.1 cm in diameter. Also, a separately submitted container had a distorted wire that measured roughly 2.5 cm long by less than 0.1 cm in diameter. Therefore, the investigation is confirmed for filter limb detachment and perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Perforation of other acute or chronic damage of the ivc wall. (Expiry date: 1/2008).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and in conjunction with trauma situation/motor vehicle accident. Approximately twelve years post vena cava filter deployment, a computerized tomography (CT) scan revealed a detached limb located in the lungs. Additionally, filter limbs were seen extending beyond the confine of the inferior vena cava wall and filter tilted. The device and the detached struts was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 12 years post vena cava filter deployment, a CT scan revealed a detached limb located in the lungs. Additionally, filter limbs were seen extending beyond the confine of the ivc wall. There are no plans to remove the filter and detached limb at this time. There was no reported patient injury.